Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep the surgeon fired the instrument 4 or 5 times without incident. On the 6th firing the clip jammed in the jaw due to malformation. The instrument was removed and another was opened to complete the case.note: prior to the clip malformation, the surgeon noted the rotation knob was rotating freely from the shaft.